Event description:
A customer reported that the cassette would not prime before or during a planned combined cataract extraction/retina surgery. The cataract extraction procedure was completed but the retina procedure was rescheduled for another day. Additional information was received stating that there was a system message and the balanced salt solution (bss) was squirting out during priming, therefore, the infusion cannula was not clogged.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4).